Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase and then decrease in shock impedance. An inappropriate shock occurred a few days later due to noise oversensing by the rv lead. Later, the rv noise and oversensing could be reproduced in the clinic and both the rv and left ventricular (lv) lead leads recorded high, out-of-range pacing impedance measurements of greater than 3000 ohms. No noise was observed on the lv lead, but loss of capture (loc) was observed. The patient was hospitalized. In the hospital, the patient experienced bradycardia with their heartrate dropping to 30 beats-per-minute, and a temporary insertion was performed. The physician believed the cause of these issues was an rv lead fracture; the loc was due to the lv lead using pacing vectors that included the rv lead. The physician reported that no impedance or threshold abnormalities were observed when the lv lead was pacing alone. Subsequently, the patient underwent a replacement procedure and the device and right ventricular (rv) lead were explanted. The right atrial (ra) and lv leads remain in service. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase and then decrease in shock impedance. An inappropriate shock occurred a few days later due to noise oversensing by the rv lead. Later, the rv noise and oversensing could be reproduced in the clinic and both the rv and left ventricular (lv) lead leads recorded high, out-of-range pacing impedance measurements of greater than 3000 ohms. No noise was observed on the lv lead, but loss of capture (loc) was observed. The patient was hospitalized. In the hospital, the patient experienced bradycardia with their heartrate dropping to 30 beats-per-minute, and a temporary insertion was performed. The physician believed the cause of these issues was an rv lead fracture; the loc was due to the lv lead using pacing vectors that included the rv lead. The physician reported that no impedance or threshold abnormalities were observed when the lv lead was pacing alone. Subsequently, the patient underwent a replacement procedure and the device and right ventricular (rv) lead were explanted. The right atrial (ra) and lv leads remain in service. No additional adverse patient effects were reported.